Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was symptomatic pelvic organ prolapse, and urinary dynamic stress urinary incontinence. The procedure performed was total vaginal hysterectomy, uterosacral ligament vault suspension, posterior repair with pelvicol graft, and cystourethroscopy.